Manufacturer narrative:
This is default text configured for block h10.

Event description:
The cap does not connect the correct way and then the medication leaks all over the place. [Device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns events of device issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 27-apr-2026, amneal pharmaceuticals received information from nurse practitioner through pharmacist via an email concerning a product complaint of amneal's risperidone for extended-release injectable suspension. Product details included amneal's risperidone for extended-release injectable suspension 25 mg (ndc 70121-2626-5, lot number, expiry date and serial number was not reported). It was reported that on an unknown date, when attempting to connect the hard plastic cap to mix the medication, the cap did not align or connect properly, which resulted in the medication leaking out during the mixing process. Last action taken with risperidone in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter did not provide the causality of device issue and no adverse event with risperidone. This case was considered as serious. The reportability of this case was expedited.